Manufacturer narrative:
A verathon sales representative evaluated the customers device and was able to duplicate the reported issue. They found that when the cable was connected to a blade and manipulated, the image would disappear. The customer was provided with a replacement glidescope spectrum smart cable, and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was unable to duplicate the reported image issue. The cable was tested with a test monitor and test single use blade and the image produced was stable and clear with good color rendition. Since the customer received a replacement, the returned smart cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was manipulated by the blade. No delay in the procedure, use of a back up device, or harm to the patient or use was reported.